Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the ccd (charge-coupled device) unit was damaged during user handling and the blurry image temporarily occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the exera iii gastrointestinal videoscope had freeplay and low angulation, and was unable to angulate 210 degrees during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image resolution was poor due to damage to the charged couple device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image resolution was poor due to damage to the charged couple device unit. In addition to the reportable malfunction, the following were noted: the universal cord was wrinkled; switch 1 had a scratch; due to wear of the forceps elevator lever, the upward/downward angulation knob could not be locked securely; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and play of the upward/downward angulation knob was out of the standard value; the angulation control knob was too loose or light; the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.